Event description:
On (B)(6) 2012, a (B)(6) male pt underwent same-day surgery for right patella tendon repair and was implanted with the subject allograft, along with 3 arthrex bio tenodesis screws. On (B)(6) 2012, he presented with symptoms of redness and warmth at the surgical site and was re-admitted on (B)(6) 2012 for an I and d of the site and removal of allograft and hardware. Aerobic, anaerobic, and fungal stain cultures from the joint were collected. The final microbiology laboratory report documented the identification of staphylococcus aureus in the aerobic culture only. The anaerobic culture was negative for growth. The fungal stain was negative for yeast and hyphal elements. The pt's current status was documented as "awaiting flap and revision repair." (B)(6). (B)(4).